Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicty per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient had sensitive skin and developed a cyst after using the omni pod. The cyst was the size of a grape. Patient thinks that the insulin was piling up under the skin and causing the issue. Patient went to the doctor and they did a biopsy to see what the lump was. It was negative for an infection. Patient tried switching the insulin type to see if this would fix the issue.